Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reveal linq implantable cardiac monitor detected thousands of tachycardia episodes, many of which were identified as noise, and exhibited sensing issues including both oversensing and undersensing. Excessive noise and artifact were detected by the device with and without isometric activity. Low r-wave amplitude (= 0.05 mv) was observed on electrocardiogram, with sensing of noise and low r-waves noted from one day after implant and throughout the device's service lifetime. The device was implanted on (B)(6) 2023 and remains in service. The patient denied any event that would have compromised the device, such as a blunt force event. No patient complications have been reported as a result of this event.